Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/all female parts pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity (p-4) and multigravida (g-5). Concurrent conditions included blood pressure high, vaginal itching and umbilical hernia. Concomitant products included alprazolam (xanax), ethinylestradiol;etonogestrel (nuvaring), hydrochlorothiazide, lisinopril, metronidazole, omeprazole (protonix) and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraine") and headache ("headaches"), 1 month 3 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), hypersensitivity ("hypersensitivity"), urinary tract infection ("bladder/urinary problems: uti"), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems :urinary problems"), fatigue ("fatigue"), nausea ("nausea"), mood altered ("hormonal changes/mood changes"), allergy to metals ("nickel allergy"), depression ("psych injury/depression"), dyspareunia ("dyspareunia"), anxiety ("anxiety"), rash ("rashes or skin conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection") and genital pain ("all female part pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (dnc and hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, female sexual dysfunction, hypersensitivity, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, weight increased, migraine, nausea, mood altered and allergy to metals had resolved and the depression, dyspareunia, anxiety, rash, headache, vaginal haemorrhage, vaginal infection and genital pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital pain, headache, hypersensitivity, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pain- pelvic/ abdominal, dysmenorrhea, dyspareunia, apareunia , bleeding- menorrhagia. Current weight 273 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total occlusion bilateral fallopian tubes status post essure procedure. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2018: intramural leiomyomata largest 2.6 cm in greatest dimension. Adenomyosis, late secretory endometrium without hyperplasia, nabothian cysts of cervix, hemorrhagic corpus luteum cyst of right ovary, cystic follicles of left ovary, left paratubal cyst and walthard rests, bilateral fallopian tubes with intrauterine device in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: fu 2 and 3 were processed together. Pfs received. Reporter information, concomitant drug added. Event : rashes or skin conditions, headaches, abnormal bleeding (vaginal), vaginal infection added. Event hormonal changes were updated as hormonal changes/mood changes, psych injury to psych injury/depression, anxiety. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), urinary tract infection ("bladder/urinary problems: uti"), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems :urinary problems"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst (partial), salping (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, female sexual dysfunction, menorrhagia, hypersensitivity, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, weight increased, migraine, nausea, hormone level abnormal and allergy to metals had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: she received treatment for pain- pelvic/ abdominal, dysmenorrhea, dyspareunia, apareunia , bleeding- menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pelvic/ abdominal, dysmenorrhea, dyspareunia, apareunia, menorrhagia, hypersensitivity, uti, bladder problems, urinary tract disorder, fatigue, weight gain, migraine, nausea, hormonal changes, psych injury, nickel allergy. Product indication was updated. Lab data was added. Outcome of events pain, bleeding, allergy, bladder /urinary, other from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.